Event description:
It was reported that this patient heard their device beeping. Upon device interrogation, it was found that the shock lead impedance (sli) was out of range and the shocking histogram was trending up. The field representative was going to troubleshoot for the sli. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received. Additional information was received that the high out of range shock impedance measurements continued for the 14 year old right ventricular (rv) lead. The patient was brought in for defibrillation threshold (dft) testing where they did not convert with a 14 joule shock and had 73 ohms. The rhythm converted with the 41 joule shock with an impedance measurement of greater than 125 ohms. Since no code was noted the patient as re-induced and a 31 joule shock was given and a measurement of 111 ohms was observed. It was suspected that the delivered shock impedance measurement was greater than 125 ohms but less then 145 ohms for the 41 joule shock. The suspected cause of the high shock impedance is the rv lead coil. At this time the physician has opted to continue to monitor the patient and no additional adverse patient effects were reported. Additional information was received that the high out of range shock impedance measurements for the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead continue. The patient subsequently underwent another defibrillation threshold (dft) test where the 41 joule commanded shock yielded an impedance measurement of 124 ohms. One week later the shock impedance measured at 140 ohms with the daily measurements. The patient was brought into the clinic where the out of range measurements were able to be replicated. The rv coil was suspected as a possible cause. Boston scientific technical services (ts) was consulted and discussed that calcification could also be a potential cause. Ts discussed increasing the upper limit of shock impedance measurements for the remote home monitor. At this time the clinic plans to continue to monitor the patient and no adverse patient effects were reported. Additional information was received that the patient received an inappropriate shock from the ICD due to sinus tachycardia as she was carrying groceries up a flight of stairs. The patient indicated she could hear tones from the device prior to the shock being delivered and had post traumatic stress disorder from the shock. Technical services (ts) was contacted and noted beep during capacitor charge was programmed off on the same day as the shock. The field representative indicated they believe it was on prior to that. Further review found continued high out of range shock impedance measurements of 158 ohms. After shock delivery the impedance measurement decreased into the teens. The physician continues to believe the cause of the low and high out of range shock impedance measurements is due to calcification on the lead. The device and lead were reprogrammed and remain in service. No adverse patient effects were reported relating to the out of range shock impedance measurements.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that this patient heard their device beeping. Upon device interrogation, it was found that the shock lead impedance (sli) was out of range and the shocking histogram was trending up. The field representative was going to troubleshoot for the sli. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received. Additional information was received that the high out of range shock impedance measurements continued for the 14 year old right ventricular (rv) lead. The patient was brought in for defibrillation threshold (dft) testing where they did not convert with a 14 joule shock and had 73 ohms. The rhythm converted with the 41 joule shock with an impedance measurement of greater than 125 ohms. Since no code was noted the patient as re-induced and a 31 joule shock was given and a measurement of 111 ohms was observed. It was suspected that the delivered shock impedance measurement was greater than 125 ohms but less then 145 ohms for the 41 joule shock. The suspected cause of the high shock impedance is the rv lead coil. At this time the physician has opted to continue to monitor the patient and no additional adverse patient effects were reported. Additional information was received that the high out of range shock impedance measurements for the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead continue. The patient subsequently underwent another defibrillation threshold (dft) test where the 41 joule commanded shock yielded an impedance measurement of 124 ohms. One week later the shock impedance measured at 140 ohms with the daily measurements. The patient was brought into the clinic where the out of range measurements were able to be replicated. The rv coil was suspected as a possible cause. Boston scientific technical services (ts) was consulted and discussed that calcification could also be a potential cause. Ts discussed increasing the upper limit of shock impedance measurements for the remote home monitor. At this time the clinic plans to continue to monitor the patient and no adverse patient effects were reported. Additional information was received that the patient received an inappropriate shock from the ICD due to sinus tachycardia as she was carrying groceries up a flight of stairs. The patient indicated she could hear tones from the device prior to the shock being delivered and had post traumatic stress disorder from the shock. Technical services (ts) was contacted and noted beep during capacitor charge was programmed off on the same day as the shock. The field representative indicated they believe it was on prior to that. Further review found continued high out of range shock impedance measurements of 158 ohms. After shock delivery the impedance measurement decreased into the teens. The physician continues to believe the cause of the low and high out of range shock impedance measurements is due to calcification on the lead. The device and lead were reprogrammed and remain in service. No adverse patient effects were reported relating to the out of range shock impedance measurements. Additional information was received that the patient did not previously receive just one inappropriate shock but six inappropriate shocks and multiple inappropriate anti-tachycardia pacing (atp) for supraventricular tachycardia (svt). The device also displayed two codes during the shocks indicating it shocked into an open condition from very high voltage shock impedance measurements. The rest of the shock impedance measurements have been greater than 125 ohms. Boston scientific technical services (ts) discussed potential causes and suggested further testing. Approximately one month later further information was received from another manufacturer's field representative indicating the pediatric patient would undergo a revision procedure to remove the device and lead due to growth and not previously reported performance issues.

Event description:
It was reported that this patient heard their device beeping. Upon device interrogation, it was found that the shock lead impedance (sli) was out of range and the shocking histogram was trending up. The field representative was going to troubleshoot for the sli. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received. Additional information was received that the high out of range shock impedance measurements continued for the 14 year old right ventricular (rv) lead. The patient was brought in for defibrillation threshold (dft) testing where they did not convert with a 14 joule shock and had 73 ohms. The rhythm converted with the 41 joule shock with an impedance measurement of greater than 125 ohms. Since no code was noted the patient as re-induced and a 31 joule shock was given and a measurement of 111 ohms was observed. It was suspected that the delivered shock impedance measurement was greater than 125 ohms but less then 145 ohms for the 41 joule shock. The suspected cause of the high shock impedance is the rv lead coil. At this time the physician has opted to continue to monitor the patient and no additional adverse patient effects were reported. Additional information was received that the high out of range shock impedance measurements for the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead continue. The patient subsequently underwent another defibrillation threshold (dft) test where the 41 joule commanded shock yielded an impedance measurement of 124 ohms. One week later the shock impedance measured at 140 ohms with the daily measurements. The patient was brought into the clinic where the out of range measurements were able to be replicated. The rv coil was suspected as a possible cause. Boston scientific technical services (ts) was consulted and discussed that calcification could also be a potential cause. Ts discussed increasing the upper limit of shock impedance measurements for the remote home monitor. At this time the clinic plans to continue to monitor the patient and no adverse patient effects were reported. Additional information was received that the patient received an inappropriate shock from the ICD due to sinus tachycardia as she was carrying groceries up a flight of stairs. The patient indicated she could hear tones from the device prior to the shock being delivered and had post traumatic stress disorder from the shock. Technical services (ts) was contacted and noted beep during capacitor charge was programmed off on the same day as the shock. The field representative indicated they believe it was on prior to that. Further review found continued high out of range shock impedance measurements of 158 ohms. After shock delivery the impedance measurement decreased into the teens. The physician continues to believe the cause of the low and high out of range shock impedance measurements is due to calcification on the lead. The device and lead were reprogrammed and remain in service. No adverse patient effects were reported relating to the out of range shock impedance measurements. Additional information was received that the patient did not previously receive just one inappropriate shock but six inappropriate shocks and multiple inappropriate anti-tachycardia pacing (atp) for supraventricular tachycardia (svt). The device also displayed two codes during the shocks indicating it shocked into an open condition from very high voltage shock impedance measurements. The rest of the shock impedance measurements have been greater than 125 ohms. Boston scientific technical services (ts) discussed potential causes and suggested further testing. Approximately one month later further information was received from another manufacturer's field representative indicating the pediatric patient would undergo a revision procedure to remove the device and lead due to growth and not previously reported performance issues. Additional information was received that the rv lead was explanted due to high out of range shock impedance measurements. A new lead from another manufacturer was successfully implanted. The lead is not expected to be returned for analysis.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Additional information was received that the high out of range shock impedance measurements continued for the 14 year old right ventricular (rv) lead. The patient was brought in for defibrillation threshold (dft) testing where they did not convert with a 14 joule shock and had 73 ohms. The rhythm converted with the 41 joule shock with an impedance measurement of greater than 125 ohms. Since no code was noted the patient as re-induced and a 31 joule shock was given and a measurement of 111 ohms was observed. It was suspected that the delivered shock impedance measurement was greater than 125 ohms but less then 145 ohms for the 41 joule shock. The suspected cause of the high shock impedance is the rv lead coil. At this time the physician has opted to continue to monitor the patient and no additional adverse patient effects were reported.

Event description:
Additional information was received that the high out of range shock impedance measurements for the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead continue. The patient subsequently underwent another defibrillation threshold (dft) test where the 41 joule commanded shock yielded an impedance measurement of 124 ohms. One week later the shock impedance measured at 140 ohms with the daily measurements. The patient was brought into the clinic where the out of range measurements were able to be replicated. The rv coil was suspected as a possible cause. Boston scientific technical services (ts) was consulted and discussed that calcification could also be a potential cause. Ts discussed increasing the upper limit of shock impedance measurements for the remote home monitor. At this time the clinic plans to continue to monitor the patient and no adverse patient effects were reported.

Event description:
It was reported that this patient heard their device beeping. Upon device interrogation, it was found that the shock lead impedance (sli) was out of range and the shocking histogram was trending up. The field representative was going to troubleshoot for the sli. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.